Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 08:50:58. During night drain cycle four, the patient's ultrafiltration reading was 1938ml, indicating the home patient drained 1608ml more than their maximum programmed fill volume of 2200ml. No additional information is available.

Manufacturer narrative:
(B)(4). Manufactured in (B)(6) 2014. The device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. External / internal inspection was performed with no issues found. Device passed homechoice return instrument test/evaluation (rite) functional testing and electrical safety analyzer testing. A short simulated therapy was performed and completed successfully. A review of the device history was conducted and no issues were found during the manufacture of the device that would cause or contribute to the iipv. Upon conclusion of the evaluation, the cause was determined to be use error, tidal total ultrafiltration removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available a supplemental report will be submitted.